Event description:
Rptr had a slipped disc. She went into the hospital on 4/15/91 and had surgery on 4/16/91 to correct the slipped disc. Surgery did not do any good. She is worse off now than before she had the surgery. A lot of other problems have developed since surgery. She cannot work.